Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem would not charge a test battery pack and was resetting. Upon evaluation, the q1 current controlling transistor was shorted on the bedside board. The root cause of the shorted transistor cannot be positively identified. In addition, bga components u104 (pxa) and u1003 (pld) on computer / analog (ca) board sn (B)(4) were found to have an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (p010030/s041) was approved by FDA on 4/16/2013. Implementation began on 05/09/2013. Results are monitored. The root cause of the inability to recognize battery packs and charge cannot be determined between the shorted transistor and the fractured bga connections. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not charging the battery packs.